Manufacturer narrative:
There was no button error alarm noted on the insulin pump. The pump had intermittent up and down arrow buttons due to moisture damage on the keypad traces. The pump had a stained end cap sticker, cracked battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the buttons were not responding and the pump alarmed button error. Customer's blood glucose was 87 mg/dl. Customer changed out the battery and stated that the pump kept alarming button error. Customer stated that he got into the pool but he disconnected the pump and placed it under the umbrella. Customer got off and dried off. Customer reconnected after being in the pool and stated that he was trying to program a bolus but the pump was not responding. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.